Event description:
Per the clinic, the tip of the electrode array was found to be folded over in near the opening of the cochlea, and the patient also experienced tinnitus and dizziness with and without device use. Subsequently, the patient underwent revision surgery on (B)(6) 2025, to reposition the electrode. The implanted device remains.